Event description:
Product found on operating room case cart with battery hosing exploded. Burned fragments inside packaging. Battery housing damaged. Pulsed lavage, or pulsatile jet lavage, is a form of mechanical hydrotherapy that uses a pressurized, pulsed solution to irrigate and debride wounds of necrotic tissue. In most cases, suction is used with pulsed lavage to remove both wound debris and irrigation solution.